Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The bag to vent switch was closed all the way to resolve the reported issue. (B)(4).

Event description:
The hospital reported that the unit failed the leak test. There was no report of patient involvement.